Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID malfunctioned. A field service engineer logged into cfnadmin and reviewed all power settings. It was observed that a power saver option was enabled for one of the usb ports; this option was unchecked. The station was verified to have sufficient memory. The fse powered down the station and reseated all top cover usb components. The bio ID glass was also cleaned to remove any smudges that could interfere with scanning. Once the station was powered back on, the bio ID functioned successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the bio ID was malfunctioned. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.